Event description:
Nurse gave an IV push med through the line and when she withdrew the syringe the rubber port hub came loose. The line then backed up and urikonase had to be used to continue the patency of the line.